Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plastic on the top of the reservoir chamber was broken and missing part of the reservoir. The customer¿s blood glucose level was unknown. The customer also reported that the rubber piece was came off and reservoir locked in place. The insulin pump will be returned for analysis.